Event description:
It was reported that during a spinal fusion at the user facility, the remb micro drill was running without user activation and while it was in safe mode. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device running without user activation and while it was in safe mode was not duplicated during evaluation of the returned device. During device evaluation, the repair technician observed corrosion of internal components.

Event description:
It was reported that during a spinal fusion at the user facility the remb micro drill was running without user activation and while it was in safe mode. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.